Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead completely dislodged and the lead was coiled in the device pocket. Twiddler's syndrome was suspected. The left ventricular (lv) lead was programmed off and later removed and replaced. No patient complications have been reported as a result of this event.